Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported failure to alarm for downstream occlusion which was not reproduced. The device evaluation determined that an out of specification downstream sensor was the cause of the failure. The downstream sensor was calibrated.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed to detect a downstream occlusion. There was no patient involvement.